Event description:
Information was received from a patient implanted with a neurostimulator for urinary dysfunction and gastrointestinal/pelvic floor. The reason for implant was a severe spinal injury six years prior to implant and her bladder muscle was dead. The implant had helped her bladder. It was reported that the patient fell on concrete in (B)(6) 2015 and broke her left knee. She had knee surgery on (B)(6) 2015 and (B)(6) 2016. The implantable neurostimulator (ins) was turned off for surgery and turned back on after surgery. Since the fall and the surgery, her bladder was not emptying completely and she was leaking. She adjusted the setting and was still leaking. The patient wasn't sure if something changed after the fall, and she experienced a loss or change of therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.